Event description:
Subsequent to the initial medwatch additional information was received: post-procedure on (B)(6) 2010, hypotension occurred that was treated with neo-synephrine. The medication was discontinued the same evening. The patient was discharged to home the next day on oral sudafed. Additional information also indicates the facial numbness was reactivation of prior cerebral infarct symptoms. No additional information was provided.

Manufacturer narrative:
(B)(4). Hypotension is a known observed and potential adverse events as listed in the xact instructions for use. Additionally, hypotension is a known no-fault event as listed in the risk assessment report. Although a conclusive cause for reported patient adverse effect and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
Internal file number - (B)(4). As listed in the instructions for use, neurological event is a known observed adverse event associated with the use of the product. There was no device malfunction reported that could have contributed to the event. A definitive cause for the reported pt adverse effect and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
Adverse event: neurological deficit. Time of adverse event: post procedure. Device issue: none. It was reported via trial that 3 days post successful stent implantation in the right internal carotid artery the pt was hospitalized with left sided facial numbness. CT of the head showed a density suspicious for infarct in left occipital lobe. No treatment was given and the event improved but is continuing. Though requested no additional info was provided.